Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 05 oct 2025 from the caregiver of a 75 year old female patient with a medical history including anemia and end stage renal disease, who stated an unspecified amount of blood entered the saline bag during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 15 oct 2025 from the home therapy nurse (htn) who stated the patient was admitted to the hospital for several days (nos) and required a blood transfusion. The htn stated the patient is anemic and the admission, and need for transfusion was related to her comorbidity. Following hospital discharge, the patient has resumed treatment with nxstage.